Manufacturer narrative:
Initial reporter name and address: initial reporter phone #: (B)(6). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen needle would not detach while using bd thin wall 29g x 12.7mm. No patient impact reported. The following information was provided by the initial reporter: "the needle didn't come out".

Event description:
It was reported that pen needle would not detach while using bd thin wall 29g x 12.7mm. No patient impact reported. The following information was provided by the initial reporter: "the needle didn't come out".

Manufacturer narrative:
H6: investigation summary no sample or photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the description bd assigned a quality criteria that is related to the reported condition and identified in the agreed specification. After reviewing the occurrence, irrespective of root cause, it is within the specification and no further action will be assigned. The report will not be updated if the sample is received after the approval of this report. As this is a market event, the reported condition detected is not part of a sampling plan that allows to conclude about the whole batch, therefore the aql is not applicable. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. H3 other text : see h10.